Event description:
It was reported that the patient had stimulation in the wrong location and the lead was going to be revised on friday. The physician planned on removing the lead and moving it to another location. Additional information received reported that the patient system worked appropriately. The patient was having a revision on (B)(6) 2012 to reposition one of the lead to get better coverage on one side. Subsequent information received reported that the lead moved over (migrated) and the extension was also going to be revised. Further information received reported that the patient did have a lead revision and was getting appropriate stimulation coverage afterwards. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3888-56, lot # va01k6r, implanted: (B)(6) 2012, product type lead. Product ID 3888-56, lot # va01k6r, implanted: (B)(6) 2012, product type lead. Product ID 37754, serial # (B)(4), product type recharger. Product ID 37744, serial # (B)(4), product type programmer. Product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 3708240, serial # (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 3487a-45, lot # v887522, implanted: (B)(6) 2012, product type lead. Product ID 3487a-45, lot # v887522, implanted: (B)(6) 2012, product type lead.